Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 28x2.75mm promus premier drug-eluting stent was advanced to treat the lesion. However, it was unable to progress to the level of the lesion and severe deformation of the stent mesh structure was noted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. The promus premier ous mr 28 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found that the distal end of the stent was damaged and bunched in a proximal direction. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 28x2.75mm promus premier drug-eluting stent was advanced to treat the lesion. However, it was unable to progress to the level of the lesion and severe deformation of the stent mesh structure was noted. The procedure was completed with another of the same device. No patient complications were reported.